Manufacturer narrative:
(B)(4). Date sent: 5/9/2016. Pt, device info; concomitant medical products: information was not provided by the contact. Batch # = (B)(4). The following information was requested, but unavailable: were the clips feeding sideways in the jaws? --- no information. Were the clips multiple feeding in the jaws? --- no information. Were the clips not feeding at all? --- no information. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and the feed link was noted broken causing the feeding issues. In addition, 10 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, jamming occurred and the clip was not fed into the jaws properly from the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.